Event description:
It was reported that the pump did not detect the plunger. No patent injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition with no appearance of any physical damage and the battery was found to not be holding a charge. A review of the event history log (ehl) identified syringe not in place in the history. Functional testing was performed and the syringe not in place was duplicated during the syringe test and failed plunger sensor test. Q1 was broken off from the plunger board and the plunger board also came off the glue. The root cause of the issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).